Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. Device evaluation: visual analysis of the returned device showed white particles on the shell. Visual analysis also showed flat creases on the shell. A mark on the shell outer surface was observed on the anterior shell. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture "without trauma reported." The device has been explanted.